Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tips were too sharp, which allegedly caused pain during insertion of the bard catheter. The patient was unsure of the type of catheter. No medical intervention was reported.

Event description:
It was reported that the tips were too sharp, which allegedly caused pain during insertion of the bard catheter. The patient was unsure of the type of catheter. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.